Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that the heavily calcified and heavily tortuous, 100% occluded mid left anterior descending artery was predilated with a 2.5 x 20 mm voyager balloon, but the 2.75 x 23 mm xience stent delivery system (sds) was unable to cross the target lesion. The lesion was predilated a second time with a 3.0 x 12 mm voyager, but the 3.0 x 15 mm xience sds was still unable to cross the target lesion. An even smaller 3.0 x 8 mm xience stent was inserted, crossed the lesion, and was successfully implanted. During the procedure, after the stent was implanted, a haziness was seen distal to the lesion and was determined to be a dissection. The cause of the dissection is unk. A vision sds was inserted to treat the distal dissection, but was unable to cross the lesion. The vision was removed from the pt. It is unk when the shaft separation of the vision sds was noticed; nor it is known how the sds was removed from the pt. There was no device debris left in the pt. There was no adverse pt effect. The vision stent remained on the sds and was never deployed. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported dissection is a known adverse event as listed in the risk assessment (ram) and instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The vision stent referenced is being reported under a separate medwatch report number.